Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possibly inappropriate shock due to suspected atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, it was noted that the right atrial (ra) lead exhibited occasional undersensing during recorded electrograms (egm), despite being programmed to the most sensitive setting. The implantable cardioverter defibrillator (ICD) and lead remain in use. No further patient complications have been reported as a result of this event.